Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response due to corroded keypad traces. There was no moisture damage inside the pump. The pump passed the stop current and run current. They were unable to perform the self-test and off no power due to intermittent button response. There was no battery out limit. The pump had scratched lcd window, cracked case display window corner, cracked reservoir tube lip and cracked belt clip slot. (B)(4).

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 144 mg/dl at the time of incident. The customer's mother stated that the canoe capsized and the customer fell in the water with the pump on. She said there was water in the reservoir and the pump alarmed battery out limit when they put new batteries in. They were unable to clear the alarm because the buttons were not responding. She was advised to discontinue use of the device and revert to a back-up plan. She was advised that the device would be replaced. The insulin pump was returned for analysis.